Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Event description:
The customer reported via phone call that the reservoir was damaged. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.